Manufacturer narrative:
(B)(4). Foreign-(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the hospital discarded it as a hazard. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a fractured pelvis procedure the tip of the drill fractured. The tip of the drill fell into the patient was retained after surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. X-rays demonstrated that the screw fragment was medial to the medial wall of the acetabulum. The screw fragment noted is believed to be the fractured drill bit based on the structure of the fragment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.